Manufacturer narrative:
B5: additional information. D4: primary UDI number, expiration date, lot number, and serial number, updated. H6: medical device problem code, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had been issued a new backup system controller due to low voltage alarms that occurred with the manipulation of power leads.

Manufacturer narrative:
Section a: date of birth corrected. H4: device manufacture date, corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no log files were submitted for review. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(4), was shipped on 24may2018. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Additionally, section 3 of the patient handbook states that 2 bars displayed on the battery indicate ~20%-40% of power remaining in the battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been issued a new backup system controller.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.